Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient inquired if it was normal to have a burning sensation where the battery was implanted? Implanted (B)(6) 2020.